Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs(3), lot r034 and retention crrid, lot id109, used by the customer at the time of the event. The customer returned sample. It was tested with retention crrs(3), lot r034 and was nonreactive with all cells. Tube testing with retention panoscreen I, ii and iii, lot 47085 was performed. The returned sample was nonreactive with all reagent cells at all phases of testing (is, rt, 37c and iat). A service call was made. The instrument was operating as expected.

Event description:
Customer called to report unexpected negative results on the echo. Customer is validating their instrument and a sample that was run on gel came up 1+ positive for anti-kell. The antibody was negative on the echo (3 cell screen).